Event description:
A 70-year-old male with an indication for acute myocardial infarction and cardiogenic shock (scai stage e) required mechanical circulatory support. The patient had a prior impella placed via the right femoral artery (rfa). During this event, the physician attempted left femoral artery (lfa) access; however, access was unsuccessful due to an lfa occlusion. The decision was made to proceed with rfa access. During ongoing cardiopulmonary resuscitation (CPR), the introducer sheath was inserted in preparation for impella placement. Despite these efforts, the patient expired before the impella device could be initiated on pump support. There were no allegations against the impella device. No product return is expected, and no device download was required. Based on the information available, the patient outcome was related to the severity of the underlying clinical condition, including cardiogenic shock and cardiac arrest, rather than a device malfunction. No device-related failure modes were identified, and no allegations of device performance issues were reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Cardiac arrest/ ppae: the cause of the injury was unable to be determined due to insufficient clinical details.